Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
Related manufacturer report number: 2017865-2023-23655. During a remote follow-up, oversensing was recorded on the device. Technical support was contacted and recommended reprogramming to resolved the event. No known intervention has been done at this time. The patient is stable and will continue to be monitored